Event description:
On 6/may/2025, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following generalized body aches and pain during the drain phase of ccpd therapy on the liberty select cycler at home. Diagnostic laboratory specimens were obtained and tested in the hospital; however, the outpatient clinic has not received results as the patient remains hospitalized. The patient was diagnosed with peritonitis due to an unknown etiology and prescribed intravenous antibiotics (type, dose and frequency unknown) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection. The patient was transitioned to backup hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine through an existing arteriovenous access for the duration of the admission. The patient is recovering from this event as she awaits discharge home. It was explained that the patient¿s extended hospitalization was due to unrelated comorbidities. It was confirmed, though the exact cause was not reported, the patient¿s fresenius product(s) or device(s) can be excluded as a causative factor in this patient¿s adverse event. The patient will continue hd therapy on an in-center basis post-discharge and will return to ccpd therapy on the same liberty select cycler at home upon resolution of infection.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by generalized body aches and pain during the drain phase of pd therapy. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined; however, there was no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures were not reported to the outpatient clinic, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2025, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following generalized body aches and pain during the drain phase of ccpd therapy on the liberty select cycler at home. Diagnostic laboratory specimens were obtained and tested in the hospital; however, the outpatient clinic has not received results as the patient remains hospitalized. The patient was diagnosed with peritonitis due to an unknown etiology and prescribed intravenous antibiotics (type, dose and frequency unknown) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection. The patient was transitioned to backup hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine through an existing arteriovenous access for the duration of the admission. The patient is recovering from this event as she awaits discharge home. It was explained that the patient¿s extended hospitalization was due to unrelated comorbidities. It was confirmed, though the exact cause was not reported, the patient¿s fresenius product(s) or device(s) can be excluded as a causative factor in this patient¿s adverse event. The patient will continue hd therapy on an in-center basis post-discharge and will return to ccpd therapy on the same liberty select cycler at home upon resolution of infection.